Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedure."

Event description:
Healthcare professional reported lap-band system port replacement due to "leaking of lap-band, "fracture of the tubing right at the connector between lap-band port and lap-band tubing" and "dysphagia".

Manufacturer narrative:
Taper ii visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a striated opening in the access port tubing consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported lap-band system port replacement due to "leaking of lap-band", "fracture of the tubing right at the connector between lap-band port and lap-band tubing" and "dysphagia".